Manufacturer narrative:
Lot number, UDI, and manufacture date were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when going through the spine instruments it was noted that the thoracic probe was damaged and bent at the tip. The instrument was taken out of the set and replaced with a spare that the site had on hand. Site is looking to get this one replaced that was found damaged. No patient was present as this was found in sterile processing department (spd).

Manufacturer narrative:
Additional information was received and added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the instrument was removed from the set when damaged was notified and verification was not attempted. The damaged instrument will not be returned, it was lost by the site.